Event description:
A report was received that the patient was experiencing pain at the lead site. The physician believed that the pain was device related. The patient underwent a lead revision due to anchors were too superficial. During the procedure, the physician replaced and moved the anchors. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the lead site. The physician believed that the pain was device related. The patient underwent a lead revision due to anchors were too superficial. During the procedure, the physician replaced and moved the anchors. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician feels that the patient's pain was not device or procedure related.